Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the leak test was failed. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an a.t.s. 4000 tourniquet device for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this a.t.s. 4000 tourniquet. Initial qa inspection of the a.t.s. 4000 tourniquet revealed that an internal leak was found and the front housing was cracked. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical which included replacement of the rear clippard valve on the main cuff side, front housing, display and flex assembly. The a.t.s. 4000 tourniquet was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that there was an internal leak. The root cause of the reported event was due to the rear clippard valve on the main cuff side that was leaking. The issue was resolved with the replacement of the rear clippard valve on the main cuff side, front housing, display and flex assembly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.